Manufacturer narrative:
The investigation determined a higher than expected vitros ckmb result was obtained from a non-vitros cliniqa qc l1 fluid using vitros ckmb reagent on a vitros 5600 integrated system. Based on historical vitros ckmb lot 2270 quality control results, there is no indication a reagent related issue contributed to the event. The assignable cause for the higher than expected vitros ckmb result was determined to be an instrument related issue. An ortho field engineer indicated the instrument required extensive service actions to the well wash, microwell incubator, and micro immunoassay metering subsystems and the vitros instrument was likely not performing as intended at the time of the event. Following extensive service actions, acceptable qc fluid results were obtained indicating the vitros 5600 system was returned to expected performance.

Event description:
The customer obtained a higher than expected vitros ckmb result from a non-vitros cliniqa quality control level 1 fluid using vitros ckmb reagent on a vitros 5600 integrated system. Cliniqa level 1 lot 1711084a = 4.903 ng/ml versus expected 3.069 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected ckmb result was generated from a non-patient fluid, however the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).